Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that the proximal conductor was distoryed, there was an outer insulation breach, the helix/lobe was distorted/bent and the lead was stretched.

Event description:
It was reported that during implant, there were problems retracting and extending the helix of the pacing lead. A new lead was used. Patient outcome: ok. The device was not implanted. No patient complications have been reported as a result of this event.